Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 499 mg/dl and insulin flow blocked alarm during basal. The customer had not reported the symptoms and treatment. Customer's blood glucose level went into the 500 mg/dl and also reported the blood glucose of 449 mg/dl. Customer declined to troubleshoot for high readings. Customer states that pump has alarmed insulin flow blocked and high blood glucose was 240 mg/dl. The customer was assisted with troubleshoot for insulin flow blocked alarm. Assisted customer in performing a 5.0u fill cannula. Customer reports insulin exits. The insulin pump will be returned for analysis.